Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "do not use if package is damaged." The device was not returned.

Event description:
It was reported that the urine would not drain into the drain bag. No medical intervention was reported.